Event description:
This heated wire ventilator circuit easily failed humidification. The heating wire easily detaches within the circuit. When this happens the heating wire will travel through the circuit and make contact with the humidifier's temp probe. This contact will deactivate the ventilator's humidification to the pt. An erroneous humidifier temp reading will also be displayed. Please note that with critically ill pts the clinical implications of this problem are quite severe. Ventilator pts receiving mdi (metered dose inhalant) medications require an mdi adaptor be added within the ventilator circuit. This enhances the dislocation of the heating wire. This heating wire problem is not specific to mdi pts. Rptr has experienced this with devices right out of the box. Rptr has attempted to contact the MFR about his experience several times.